Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that for at least the last 2 months their adaptive stim therapy was not recognizing their positions correctly. Patient stated that if they were laying on their side on their bed and then lay on their back, the stimulation would get really super intense and the intensity would not go away. Patient stated they would then check the adaptive stim feature and it would say that they were standing up. Patient said they had tried turning the adaptive stim off and had done different things with it and it will still do that when they turn from their side to their back and when they go from standing to walking it will get super tight and intense. Patient said again the intensity did not go away and when they check the position it displayed incorrectly. Patient said they noticed something wasn't right so they turned the adaptive stim off but then they noticed they were not getting the relief they normally would because they need to decrease the stim. Patient said they have used the check position feature multiple times to troubleshoot but the issue was not resolved. Patient was redirected to their healthcare provider (hcp) to address the issue and set up an appt with the manufacturer representative (rep).